Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 240 mg/dl and 325 mg/dl. The customer was not wearing the insulin pump at the time of hospitalization. It was reported that the customer received multiple no delivery alarms. Troubleshooting occurred. No additional info was provided.